Event description:
It was reported that an unspecified malfunction occurred. According to the patient, on (B)(6) 2026, the patient called into dexcom technical support for issues pairing a new sensor. The patient stated she had her old sensor still on her arm, as well as the new one. The patient stated she was unable to remove the old sensor due to her experiencing ¿seizures like crazy¿ for the past five weeks. The patient also reported having mania. It was documented that the patient actively had a seizure while on the call with technical support but was still able to maintain a conversation. The cause for the patient¿s seizures was not specified; therefore, it could not be discerned if the patient¿s seizures were related to her blood glucose level and the pairing issue she was experiencing or not. The patient reported needing to call 911 and ended the call. Attempts to reach the patient back for further follow-up were unsuccessful. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.